Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that there was too much movement in the lock position of an a2000 mayfield 2000 skull clamp. There was no known patient injury or surgery delay.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The hexagon bushing is worn and is allowing the rocker arm assembly to have movement while in the locked positon. Unit received with the hex bushing is worn and the lock still moves after unit is lock down and needs to be replaced. All worn parts will be replaced with new components. The reported complaint is confirmed from the evaluation. The device was not functioning properly. Some parts of the device were worn. The observed condition is likely caused by wear and tear over time / improper handling. The definite root cause cannot be reliably determined.